Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/23/2016 to claim low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.